Manufacturer narrative:
The v.a.c.® granufoam silver¿ dressing identifier was not provided, and the product was not returned. Based on information provided, it cannot be determined that the alleged adverse events are related to the v.a.c.® granufoam silver¿ dressing. The patient had vascular and diabetic co-morbidities with bone exposure, and compromised patients with certain medical conditions may be at a higher risk for potential adverse effects related to wound treatment. Device labeling, available in print and online, states: additional precautions for v.a.c.® granufoam silver¿ dressing protective layer: for maximum effectiveness, the v.a.c.® granufoam silver¿ dressing should be applied directly to the wound surface to enhance optimal contact of the issue with the foam / silver interface. However, as with all v.a.c.® foam dressings, the v.a.c.® granufoam silver¿ dressing should not be placed in direct contact with exposed blood vessels, anastomotic sites, organs or nerves. Intervening non-adherent layers may be placed between the v.a.c.® granufoam silver¿ dressing and the wound surface; however, these products may compromise the effectiveness of the v.a.c.® granufoam silver¿ dressing in the area covered by the non-adherent layer. Dressing components: the v.a.c.® granufoam silver¿ dressing contains elemental silver (10%) as a sustained release formulation> application of products containing silver may cause temporary tissue discoloration. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2020, the following information was reported to kci by the nurse: the vascular patient with a diabetic foot wound with exposed bone had been on v.a.c.® therapy for a few months and has been periodically using v.a.c.® granufoam silver¿ dressings. The patient's wound has been improving and granulating but presently the nurse alleged observing "green, sloughy and bone black." The nurse has been applying adaptic¿ non-adhering dressing (systagenix wound management) over the v.a.c.® dressing prior to v.a.c.® granufoam silver¿ dressings. On 01-jul 2020, the following information was reported to kci by the nurse: "had debridement. Small amount of om [osteomyelitis] but not bad considering." The v.a.c.® granufoam silver¿ dressing identifier was not provided and the product was not returned, therefore a device evaluation and device history review could not be performed.